Event description:
It was reported that the patient visited the emergency room with hyperglycemia. The patient's blood glucose (bg) levels reached 24.5 mmol/l (441 mg/dl) while wearing the pod between 37 and 48 hours. Symptoms reported include nausea and vomiting. Patient was told they would need to wait around 3 hours to see a specialist. Patient stated they could not wait that long and was advised to deliver a pen correction. 5.5 units of correction bolus was administered and the pod was removed. Redness and bruising was noticed at the site. The patient was given iced water to relieve their symptoms. The patient began to feel better and bg levels began to come down. Patient went home after 1.5 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.